Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue at this time. It should be noted that per the instructions for use (IFU) ¿do not use mitraclip outside of the labeled indication¿. Since mitraclip was used to treat tr and the user failed to follow the instructions per the IFU, the off-label use is an outcome of use error. However, the off-label did not contribute to the reported issues. Additionally, it should be noted that per the IFU which states that ¿release the sleeve fastener and retract the clip delivery system (cds) approximately 10 cm into the guide by pulling only on the sleeve handle¿. Since the user failed to fully retract the cds into the steerable guide catheter (sgc), the reported improper or incorrect procedure or method appears to be due to user technique. It is not definitively clear that the user not retracting the cds into the sgc resulted in the reported material separation issue. However, not retracting the cds into the sgc may result in device damage, inability to remove the cds and / or vascular and cardiac injury. All available information was investigated and a definitive cause for the reported positioning failure could not be determined. The reported off-label use and improper procedure or method appears to be due to user technique and deviating from the labeling indication. The reported material separation is likely an outcome of user technique of retracting the system with excessive force. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Abbott vascular made the decision to initiate a voluntary field action for the mitraclip® xtr clip delivery system (B)(6)2019, field action filed under manufacturer report number: 2024168-2019-03206.na

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detachment from the delivery system. It was reported this was a mitraclip procedure performed to treat tricuspid regurgitation. The clip delivery system (cds) was advanced to the tricuspid; however, the leaflets did not remain captured after being grasped. The clip was not implanted. When retracting the cds, the clip was fully closed; however, the system was not fully retracted into the steerable guide catheter (sgc), but the devices were retracted together up to the femoral vein, without resistance, then forcibly yanked out of the anatomy. Once out of the anatomy, it was noted that the clip was no longer on the delivery system and was in the iliac vein. The clip was retrieved using a snare device and after it was retrieved, it was observed that the gripper arms had also detached from the clip and remained in the anatomy, but were successfully retrieved with a snare device. There was no adverse patient sequela or clinically significant delay in procedure. No clips were implanted in the tricuspid valve. The procedure was aborted. No additional information was provided.